Event description:
Two incidents of a needle stick related to the use of a sharps container have occurred at this facility. No dates or detailed description of the incidents have been received. One incident occurred when a needle came out of the top of the sharps container and stuck a bystanding child. The second incident a needle came out and stuck a nurse on the hand when trying to place a needle in the sharps container.